Manufacturer narrative:
Available details indicated that machine was not booting. However, the customer declined the service, so no repair work was performed. The device remains at the customer's site, and no further evaluation is warranted at this time." Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the machine was not booting. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.